Event description:
Report rec'd from (B)(6) stating "service as needed" and on inspection it was found that the device had a damaged neuro-tip and bearings. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).